Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.

Manufacturer narrative:
The reported event was unconfirmed. An orange intermittent catheter was returned unopened with its original packaging. The catheter was found to have bends; however, based on a moncks corner review of the original complaint this was determined not to be a product defect as the catheter fit within its packaging. The catheter was checked to see if it aligns with indicator notch and was found to not have any issues. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.